Event description:
It is reported that the pt was revised due to loosening. The tibial component and the articular surface were replaced at this revision.

Manufacturer narrative:
This report will be amended when our investigation is complete.